Manufacturer narrative:
(B)(4). This report of a leak was confirmed and the assignable cause is use error. Patient stated that he did not properly hook up one of his bags and it leaked out some solution. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
A customer contacted baxter's technical service center for assistance in bypassing. The home patient (hp) stated that he did not properly hook up one of his bags and it leaked out some solution and both bags are empty. The hp did not have enough solution to finish out his fill 4 of 4. The fill volume was 1861ml. The hp wanted assistance to bypass to dwell.

Manufacturer narrative:
(B)(4). This is a use error and a sample will not be returned for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.